Event description:
It was reported that waste leakage occurred outside of instrument during use with a bd facs¿ sample prep assistant iii. The following information was provided by the initial reporter: this was an overflow of the wash tower because the waste line was clogged. Additionally, on 2020-8-7 the fse provided the following additional information: wash station overflow are you using this product for clinical diagnostic test? Yes. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Additionally, on 2020-8-19 the fse provided the following additional information: updated leak info: fluid was waste, not under pressure, not mixed with bleach or a decontaminate, not contained within the instrument.

Manufacturer narrative:
H6: investigation summary: the fse report verified issue with wash station pump could not produce enough vacuum to remove waste from wash station tower before overflow occurred. Cleaned the tubing and filter for the waste line with 10% bleach to remove any debris. Replaced the mini-wash pump for the wash station tower. Initialized instrument, no errors. Primed each fluid reservoir tank. Ran accuracy and precision test; passed. No one was exposed to any biological hazards or bodily fluids. Review of the DHR for serial number: x0366 was reviewed. The instrument met all the manufacturing specifications prior to release. Based on the investigation results and the fse report the complaint was confirmed the root cause was the waste pump was defective. CAPA 681837 has been created for this issue.

Manufacturer narrative:
Common device name: automated pipetting, diluting and specimen processing workstations for flow cytometric analysis. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that waste leakage occurred outside of instrument during use with a bd facs¿ sample prep assistant iii. The following information was provided by the initial reporter: this was an overflow of the wash tower because the waste line was clogged. Additionally, on 2020-8-7 the fse provided the following additional information: wash station overflow: are you using this product for clinical diagnostic test? Yes. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Additionally, on 2020-8-19 the fse provided the following additional information: updated leak info: fluid was waste, not under pressure, not mixed with bleach or a decontaminate, not contained within the instrument.